Event description:
It was reported the customer was receiving no delivery alarms. The customer's blood glucose 135 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. The customer also stated their cannula was not bent. It was also found insulin was able to exit during a second fixed prime/fill cannula. The customer was advised their site may be occluded. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).